Manufacturer narrative:
While a definitive root cause cannot be established since the product was not returned for failure analysis, the potential root cause can be attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a vessel sealer extend instrument was sticking to tissue and not cutting properly. The surgeon continued to use instrument despite the complaint. The procedure was completed as planned. No reported known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse spoke to the robotics coordinator and was told the vessel sealer extend (vse) instrument was sent to the hospital sterile processing department to be reprocessed. The customer stated they have not had any issues with vse instrument sticking to tissue since removing said vse from rotation. As of the date of this report, the vse instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi). Contacted the customer and obtained the following information: there was no injury to the patient. She does not know how they were able to resolve the issue with the tissue sticking to the jaws of the vessel sealer extend instrument. There was no noted bleeding issue in the op note and there was no information on how long the instrument was used when the issue occurred in the op note. The patient has not returned to this facility in relation to this issue. She is not sure what happened to the instrument. There are images from the surgery, but she will not be providing them. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.